Event description:
It was reported that the patient had an anterior communicating artery aneurysm. After successful access was established, the subject stent was delivered along the access artery through the microcatheter. Significant resistance was encountered during advancement of the subject stent inside the microcatheter shaft, and the subject stent was found to be dislodged (prematurely deployed) inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.